Manufacturer narrative:
The manufacturing history of the component has been reviewed and confirmed that no abnormalities of deviations were reported. The component that was implanted was designed to be extended over time. This has now reached the end of its life and the pt requires a longer prosthesis. There is no alleged failure of the device to meet its performance expectations. Please note that this custom implant is similar to the mets modular distal femur implant (k121029).

Event description:
It was reported by the surgeon that the pt underwent a distal femur jts non-invasive grower procedure in (B)(6) 2013. The non-invasive grower has now reached maximum extension and a revision procedure is required.